Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 50 mg/dl and current blood glucose value was 128 mg/dl. Customer treated with glucose tablets. Customer had high blood glucose value of 437mg/dl. Patient has been experiencing low blood glucose value for since thursday that is 148mg/dl, 50mg/dl ,48mg/dl ,62mg/dl and got it to 98mg/dl. Insulin pump will not be returned for analysis.